Event description:
Information received indicates while performing a preventive maintenance check the biomed found that the bed is not sending a nurse call. There was no relay from the siderails or pendant. All other functions work. He replaced the communication cable but the issue remains.

Manufacturer narrative:
The biomed found that the dummy plug wasn't fully seated. He seated the dummy plug to resolve the issue.